Event description:
It was reported that the patient was in a fast vt rhythm. The device delivered therapy, however did not convert the rhythm. The svc vector was programmed off, and an induction test was performed successfully. The patient condition was good before and after the event.